Event description:
It was reported that during normal implant procedure, a dissection was observed. The physician successfully cannulated the cs with the inner catheter, but the lead could not be advanced. The inner catheter was removed, and the physician attempted to balloon dilate the cs, causing the dissection. Ultimately a lead was implanted in another location. By the end of may; the physician will try to implant a new lead in the branch that was dissected. No other adverse events were reported.